Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The f94 alarm was identified during power on self-testing. The cause of the condition was determined to be a damaged main battery. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have experienced a f94 alarm. No additional information is available.